Event description:
It was reported to philips that the system gave an alert that c-arm movement was partially available. No harm was reported to philips. Philips has started an investigation of this complaint.